Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is week of (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): 1:252mg/dl (B)(6) 2015 10:13am; 2:311mg/dl (B)(6) 2015 09:44am; 3:357mg/dl (B)(6) 2015 09:05am; 4:338mg/dl (B)(6) 2015 09:05am; 5:318mg/dl (B)(6) 2015 11:36am. Adverse event not reported.